Event description:
Gambro technicial services (gts) reported that the phoenix had an inadequate reading on conductivity. The screen said it was at 14 ms/cm and the independent meter reading by the gts read 17.6 ms/cm. Customer reporting that pt had treatment in 01/04. The next day, the pt exhibited the symptom of shortness of breath. The pt went to the e.r. Where at the hosp the pt's na+ (sodium) level was elevated to 160. The pt was admitted to the hosp and the dialysis clinic was notified of the pt incident. The pt had been released from the hosp five days later and was back doing dialysis treatment. The machine was not pulled after the clinic was notified of pt incident. Three days later a gts field rep went in to do an upgrade on the machine, after rep had finished the upgrade, rep was notified of the pt incident and checked out the machine. (Referred to gambro technical services to check functionality of the machine). The center director indicated that the independent meter reading before the pt's treatment registered 14 ms/cm. However, rep indicated that rep thought that their calibration meter might be off. Rep believes that they had trouble with their meter. Center director was notified of the incident and when she checked the meter it registered 16 ms/cm. She was told someone recalibrated the meter. There was a second pt that had a treatment on machine before it was checked out. This pt had elevated blood pressure, however, the center director indicated that this pt's blood pressure is usually elevated during treatment.